Event description:
Device 1 of 3: reference MFR report:1627487-2019-00950. Reference MFR report: 1627487-2019-00951. It was reported that the patient developed an infection. It is unknown where the infection was located. As a result, the patient's trial scs system was explanted.

Event description:
Device 1 of 3. Reference MFR report:1627487-2019-00950. Reference MFR report: 1627487-2019-00951. Follow up revealed that the patient's infection was located at the puncture site of the lead until the exit of the extension .